Event description:
It is reported that when the product was removed after trial reduction the bottom portion was missing and unable to be found.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form. This report will be amended when our investigation is complete.